Manufacturer narrative:
The device was evaluated. A service engineer (se) evaluated the device at the customer site. The reported issue could not be replicated. Data was extracted and evaluated. The data did not provide any information which may suggest the device could have contributed to the reported event. The pvha is not out of the expected ranges. Flow in the artery reduced during the course of the perfusion possibly pointing to an increased intrahepatic resistance. The arterial flow suggests a decreasing trend to the flow, further supporting a potentially a liver issue. Routine maintenance was completed according to protocol. Subsequently, all testing was completed successfully. No further observations noted, the device was deemed ready for normal customer use.

Event description:
It was reported that, no or low arterial flow detected. No difference in ivc and pv flows, metra unable to calculate the arterial flow. Surgeons confirmed arterial flow via palpation and doppler. First call was regarding this message code was at 15 minutes into perfusion and it was noted the bile duct was already cannulated. Message code 390 (low hepatic artery flow) was off/on at first and then became consistently present as the perfusion continued. Lactate was clearing very well without delay or lag. Rpm speeds seems low, even when ivc pressures elevated. Ivc flow 0.8-1.2. The device user concerned that the outflow was compromised. Recommended massage of liver and checking placement and positioning of cannula. Approximately 4 hours into perfusion, the surgeons went back into the bowl to confirm cannula placement and flow. It was confirmed via doppler. Surgeons said they were happy with all cannula placement and positioning. They stated they did not feel the ivc was occluding the hepatic veins preventing adequate outflow. Briefly massaged the liver, they confirmed global perfusion and good position of the liver in the bowl. They also tented the ivc to prevent any suction events or collapse around the cannula tip. None of these measure improved ivc flow, so message code 390 continued. Surgeons were satisfied with all measures taken, the appearance and performance of the liver.